Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer insulin pump had keypad anomaly and damage. The customer¿s blood glucose level was unknown. The customer reported that the act key was not sensitive and the reservoir compartment cannot hold the reservoir. The insulin pump will not be returned for analysis.

Manufacturer narrative:
On december 01, 2018 customer alleged the pump having unresponsive buttons. Unit had intermittent act and esc buttons due to flattened (creased) buttons dome switch. However, unit passed self-test, and displacement test. No unlocked keypad connector noted. Pump history download using thds was successful. However, there is no data available on december 01, 2018, unable to perform data analysis for button unresponsive complaint. Pump was cut and open found no moisture/damage on the electronics, battery connector, battery tube, motor, vibrator, keypad flex tail noted during visual inspection. Device had cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label, stained end cap sticker, scratched reservoir tube window. The test reservoir locked in place properly and no anomaly noted. In conclusion, unit had intermittent act and esc buttons due to flattened (creased) buttons dome switch was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.